Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device is not returning the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a low anterior resection procedure, the staples on the middle part of the staple line were not deployed at the first firing. Additional suture was performed. It is unknown if another device was used to complete the procedure. There were no adverse consequences for the patient. No device will be returning.